Event description:
It was reported that one week post implant, the patient experienced pleural effusion defined as cardiac tamponade. No intervention was reported and the ventricular lead remained implanted.

Manufacturer narrative:
No intervention reported.